Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, the buttons were hard to push, lost settings, and the insulin pump was suspended automatically. The customer reported no adverse event. The event involved product(s) mmt-398a, mmt-1884, and mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device, and the customer response was that the mmt-398a will be returned. Product return was requested for mmt-398a. No product return is required for mmt-1884. The customer will discontinue using the device, and the customer response was that the mmt-332a will be returned. Product return was requested for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. The pump was monitored and no unexpected suspend anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. On the event date of 03-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, pump error 53 alarm was noted. Pump error 53 alarm (filenumber 13264 linenumber 8192) was found on: 03/03/2025 00:28:25.000, 03/03/2025 00:38:00.000. Pump error 53 alarm (filenumber 13264 linenumber 8192) was confirmed according in the formatted history file, suspected on hw. In further review of the formatted history file 2 days prior to the event date of 03-mar-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 03/02/2025 22:13:00.000. Insert battery alarm was found on: 03/02/2025 22:13:00.000, 03/03/2025 05:40:24.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 16-mar-2025 at 12:45:57.000. There was no power data available for the date of 02-mar-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (23.75 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, keypad anomaly and unexpected suspend anomaly were not confirmed. However, pump error 53 alarm (filenumber 13264 linenumber 8192) was confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.